Manufacturer narrative:
Xenon lightsource (00mlx ) was returned for evaluation. Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure.   Failure analysis - with respects to the returned xenon lightsource, it passed all tests and checks. The unit went through its normal 2-hour burn-in procedure and was retested to verify that the unit was operating properly. No manufacturing, workmanship, or material deficiency has been identified.   Root cause - the returned xenon lightsource passed burn-in testing. Evaluation could not duplicate the issue of a burning smell. This complaint may be the result of debris near the lightsource unit heating it up. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that xenon lightsource (00mlx) has a burning smell when turned on. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.